Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The tech and physician verified, both visually and audibly, the cartridge was being placed in the proper direction (jugular arrow into the jugular access). However, the filter was in the cartridge backwards and did not deploy in the correct orientation. The filter was retrieved. A new option elite from the same lot was opened and used with no issues. There are no fluoro images available at this time. There was no patient harm.